Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the valve dislodged out of the native annulus so that the inflow portion of the valve was sitting in the sinus of valsalva (sov). The valve was left implanted in the sov. A second valve was implanted, valve in valve, and at more optimal depth. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received that severe paravalvular leak had resulted from the dislodged of the first valve. As previously reported, this was resolved with a valve-in-valve implant. No adverse patient effects were reported. (B)(4).